Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a failed was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. Additional information: the device has not been previously sent into service for the reported condition of "channel a fail." This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which channel a failed. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred during power up in the biomedical service department. The user interface module master software version currently unknown. There was no further complaint information available.